Event description:
Customer was receiving high readings and dosing insulin based on the results; however blood glucose was not lowering. The next morning, customer felt low, sweaty, and not communicating normally with spouse customer's spouse tested pt blood glucose with result=89 mg/dl and did not believe reading. Spouse gave customer glucose and juice and symptoms disappeared. No controls were used. A request was made for return product and replacement product was sent.